Event description:
"Pa catheter placed uneventfully. While connecting the thermistor to the co cable, the anesthesia tech found the thermistor port filled with blood. Pa line had to be removed and replaced with a new line. On inspection, there appeared to be communication between the pa port and the thermistor, such as blood emanating from the port. Pa line was given to biomed for inspection along with lot information (lot 65944747) for product number ref 834f75. No patient harm."